Event description:
Caller states the patient tested 7.5 inr and 4.8 inr on the coaguchek xs system while a comparison lab returned as 2.4 inr. No actions taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.